Manufacturer narrative:
The device was manufactured from may 30, 2019 - may 31, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed showed fluid inside the bladder which suggested a no flow may have occurred. The reported condition was verified during inspection of the photograph and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was not flowing even after a force prime procedure. The was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.